Event description:
The patient reported the adhesive on her insulin infusion set is not properly sticking. She stated she changed her infusion headset 2 times in 2007 due to the adhesive lifting and on two days later, she woke up and the headset was out of her site location. The patient stated her blood glucose reading was 304 mg/dl and she felt lethargic and nauseous. She stated her normal blood glucose range is 70-140 mg/dl. The patient said she changed the infusion headset and bolused to correct her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.